Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was unable to successfully load a new cartridge since the alarm recurred, and technical support decided to replace the pump. The customer was advised to contact their healthcare provider for backup therapy and instructed on returning the faulty pump.